Event description:
N/a

Manufacturer narrative:
Product was received for evaluation: DHR - lot 144243 conformed to the specifications when released to stock. Failure analysis: - the valve was visually inspected, biological debris were noted, needle holes in the needle guard. - the valve passed the test for programming, occlusion, leak, reflux and pressure. Root cause: - no root cause could be determined for the problem reported by the customer, as the technician did not find any functional problem with the valve. - as noted in the IFU. The setting change of the valve was probably caused by an exposition of a too strong magnetic field. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was unable to be programmed and was revised.: the reported valve was implanted to the patient via lumboperitoneal shunt. An initial setting was 180mmh2o. In the spring, 2019, the patient's symptoms of gait disturbance got worsened, and the setting was changed to 140mmh2o. The valve was unable to change the setting and it was replaced with a new valve. There was no surgical delay and no adverse consequence to the patient.